Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the pump was alarming. The patient reported that the pump was making two noises. One was a beep which was quiet and the other sounded like an old alarm clock which was louder. It was reported that the sound was consistent with the pump alarms. It was reported that the patient missed a refill because the doctor did not get the product shipped to them. The patient reported that the doctor should have the medication by (B)(6) 2018. The patient reported that their personal therapy manager (ptm) was not set up to give up boluses. The patient reported when the pump is not pumping medication they are in pain. No further complications were anticipated/reported.